Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range pace impedance of greater than 2000 ohms on the right ventricular (rv) lead causing a lead safety switch (lss). Ts also noted 2 signal artifact monitor (sam) and several non-sustained ventricular tachycardia events with noise on the rv channel. The rv lead was later replaced, and the lead tip separated from the rest of the lead and had to be retrieved during the procedure. The physician also elected to replace the device due to a non-product related experience. No additional adverse patient effects were reported. This device is listed on the most recent minute ventilation signal oversensing advisory.

Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range pace impedance of greater than 2000 ohms on the right ventricular (rv) lead causing a lead safety switch (lss). Ts also noted 2 signal artifact monitor (sam) and several non-sustained ventricular tachycardia events with noise on the rv channel. The rv lead was later replaced, and the lead tip separated from the rest of the lead and had to be retrieved during the procedure. The physician also elected to replace the device due to a non-product related experience. No additional adverse patient effects were reported. This device is listed on the most recent minute ventilation signal oversensing advisory.